Event description:
Received the following report from baxter, "while removing the subcutaneous set from the patient, the needle stayed imbedded in the patient. The staff was not able to remove the needle and the patient had to have surgery ato have the needle removed; however, the patient did not quality for surgery due to terminal cancer, so the needle was not removed. No additional information was available.